Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone. Patient had implant fail in area. Placed in 2007 and failed (B)(6) 2019. Bone graft done and placed new in (B)(6) 2019, failed again (B)(6) 2020. Patient presented with loose implant, it was removed, patient states that she had a deciduous tooth in that location initially.